Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge, resumed insulin. Ongoing troubleshooting with tandem technical support ultimately led to a pump replacement. Reportedly the customer reverted to a back up pump for insulin therapy.